Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced charging issues with the implantable pulse generator (ipg). The patient subsequently underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.